Event description:
"S/p b subgl circumareolar surgitek gels (? Size 220cc) for augmentation. The pt denies decrease in size, change in shape/texture or h/o trauma. Was noted, however, to have a possible l rupture on mammogram. Denies breast pain but notes r has always been firmer. Has had some mild systemic sx's which include arthralgias, sleep disturb, dizziness, memory loss, sicca, rashes, cold extremities, wgt gain and gi disturb. The pt is otherwise healthy."